Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: complaint alleges: it was reported by the hospital 'the tube cuff is bored.' No reported pt injury.